Event description:
It was reported, that a alloclassic offset stem 0 was implanted on (B)(6) 2012. Due to loosening in the proximal region of the femur, the pt underwent a revision surgery on (B)(6) 2014. The liner was also exchanged with a new one.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).